Manufacturer narrative:
It was reported that the c-arm would rotate without a valid command. A field engineer (fe) examined the system and attempted to troubleshoot the issue but was unable to duplicate the reported issue. The system logs indicated a potentially stuck rotation switch; therefore, the rotation switch was replaced to resolve the issue. There were no patient or user injuries reported. A review of this device history showed that the issue did not return after the rotary switch was replaced. The c-arm rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 868 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to natural wear and tear on the component from high component age of 868 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There was no discrepancy related to the rotary switch. The rotary switch was installed on this gantry with no issues noted. System product code: 3dm-sys-std . Serial number: (B)(6). System manufacture date: january 6, 2023. System installation date: february 2, 2023. Unique device identified (UDI): (B)(4).

Event description:
It is reported that on (B)(6) 2025, prior to a patient exam, the user observed the 3dimensions mammography system rotate without a valid command. A field engineer was dispatched to examine the system and attempted to troubleshoot the issue but was unable to duplicate what the user reported. The system logs: however, indicated a potentially stuck rotation switch, therefore, the rotation switch was replaced. The field engineer tested the system and verified that it is working in accordance with manufacturer specifications. No patient/user injury reported.